Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that upon incoming inspection at the distributorship, debris was found in the sterile package.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d4, d9, g3, h2, h3, h4, h6. Complaint sample was evaluated and the reported event was confirmed. Evaluation of the photograph provided confirmed foreign debris is present in the seal area, and the sterile packaging remains sealed. In addition, evaluation of the returned product found debris inside the sterile packaging which is consistent with the appearance of the porous coating and foam debris from the foam packaging. The reported event is confirmed. Sterility has been compromised. Device history record (DHR) was reviewed and no discrepancies were found.the condition of the device when it left zimmer biomet is non-conforming to specification. The root cause of the reported event (debris in the seal area) is the operator not following the work instructions provided. The root cause of the debris in the sterile packaging found during evaluation can be attributed to transit/distribution damage. This reported event falls within the scope of a previous corrective action, the purpose of which is to assess all current sterile barrier systems used to package products at zimmer biomet bridgend. As part of this, the pouch is being improved to use a stronger material (nylon), and foam end caps are being added. Also, the orientation the devices are packed in the shipper box is moving from vertical to horizontal, and the thickness of the shipper box has been increased. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.